Event description:
It was reported that the procedure was to treat a calcified lesion in the rca and no pre-dilatation was done prior to placing the stent. The technique used to get through the tortuous anatomy was to rotate the hub clockwise two to three times as the stent delivery system (sds) was pushed. The stent was deployed with no issues, but afterwards the balloon would not deflate. Large syringes were used in an attempt to deflate the balloon, but the balloon only partially deflated. The sds was then removed, at which time a kink was noted in the shaft. This was believed to have occurred during the removal process, not during the procedure. It was further reported that this procedure took place during a cath lab shift change, and it was not certain if the contrast had been diluted with saline. No patient effects were reported.